Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Enduser states he bought an m71 and the drive wheels are not hitting the ground.